Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on unknown date with unknown blood glucose value. Customer stated that they took insulin four times via insulin pump at 8:40 am with blood glucose value 50 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. The customer was treated with candy. Customer also stated that the retainer ring was chipped off however reservoir still able to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with pillowing keypad overlay. (B)(4).